Event description:
Initial event severity rating: event reached patient- caused significant harm or required major intervention. Event description: on review of prior x-rays, I noted that prior radiology reports on multiple x-rays since birth discuss a possible foreign body in the mediastinum most recently discussed in radiology read by dr.: "again, an unusual vaguely radio dense catheter is seen projecting over the mid-mediastinum and at right hilum. The persistence over time and stability position raises concern, this resides in the patient rather than on the patient. Consider lateral chest radiography in further assessment." I obtained a lateral chest radiograph that confirmed the presence of a tubular, radiolucent structure in the mid-mediastinum that is not an intentionally placed medical device.